Event description:
Patient presented with a subarachnoid hemorrhage (sah) due to a ruptured right posterior communicating artery aneurysm. The first coil [subject device] was deployed within the aneurysm and angiography confirmed good positioning so the coil was detached. A follow up angiogram revealed a small tail from the coil protruding into the parent vessel. The microcatheter was repositioned and the second coil was deployed into the aneurysm, the physician was hoping to push the coil tail into the aneurysm with the second device. During the deployment of the second device, the aneurysm dome ruptured and the device was quickly detached in the aneurysm. A further two coils were placed and angiography demonstrated good occlusion of the aneurysm and no further evidence of extravasation. The tail from the first coil still protruded into the parent vessel but the physician's opinion was that it was small enough not to cause a thrombus, and he opted to take no further action. The patient is ambulatory with a headache due to the sah but no permanent neurological deficit reported.

Manufacturer narrative:
Other for coil protrusion.